Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A three ways valve, extender and pressure tubing were returned. Sheath was returned approximately 36.3 cm from the iab tip . Two kinks were observed on the catheter tubing approximately 53.3 cm from the iab tip and 75.9 cm from the iab tip. The optical fiber break was found approximately 68.3cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4)